Event description:
Other devices: "hands off" fast patch defibrillator.our local service technician had to replace a sternum paddle of an life-pak 10. The problem is located at the base of the paddle and caused the entire monitor to malfunction. Our ambulance personnel used the "hands off" fast patch defibrillator attachment, the paddles are only used to routinely check the operation of the monitor/defibrillator. The defective paddle was returned to the manufacturerdevice not labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.